Event description:
It was reported the patient bent over and felt a snap at the lead incision site. It was also reported the patient has pain near the lead implant site. X-rays showed no significant migration. It was reported the patient will meet with the physician to determine next step.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.